Event description:
The user facility reported while implanting an impella cp device, the orange ring on the peel away sheath did not break and peel away. It had to be cut with a scalpel to be removed from the catheter. The impella cp device was implanted with no report of patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported difficult removal has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the device removal issue/introducer damage was not determined since product was not returned.